Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient reported that they believe their implant battery is malfunctioning. Patient stated that they have been in touch with their healthcare provider and the healthcare provider told them to call medtronic reps. Patient said they have spoken to a couple of mdt reps and stated this has been since tuesday. Patient explained that they are in extreme pain because they have had to turn the unit off and they're getting a horrible stabbing pain when they twist right where the battery is at in their hip. The issue has been going on since late monday night. Agent reviewed role of rep and the patient was redirected to their health care provider to further address the issue. Agent emailed field reps requesting them to reach out to the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Manufacturer representative (rep) reports that the reason the patient was reporting their implant battery is malfunctioning is because they had a faulty recharger. A new recharger was sent out, which resolved the issue. Rep reports this information was confirmed/provided by the physician.